Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and sustained a fall that resulted with two black eyes. The right ventricular lead exhibited loss of capture. The lead was capped and replaced.